Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6). Follow up #1, date of submission 03/26/2015. The pump has been returned and evaluated by product analysis on 03/16/2015 as follows: the battery compartment was found to be cracked on the threads, above and below the bumper pad. The cartridge and battery caps were not returned; a test battery cap was used to verify steps.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.